Event description:
No new information received by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, and the information provided by technical assistance center (tac), the customer reported that the container is damaged, and as a result, a new alcohol reservoir was needed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the reprocessor connector cap top was not fully seated. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.